Event description:
Customer reported device would not power up when using the battery, no reported pt involvement. Svc rep duplicated reported condition. Device repaired and proper operation confirmed.